Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, a stent dislodgement occurred. The access site was femoral. The 85% stenosed lesion was located in the mildly calcified and mildly tortuous circumflex artery. The taxus express 2 2.5x16mm stent delivery system was advanced to the lesion, but unable to cross. The catheter was pulled back into the guide, and the stent embolized inside the pt, near the tip of the sheath. The access site was femoral. The stent was snared out. The procedure was completed by implanting 3 stents from another MFR. The pt condition is reported as "fine."

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis, if there is any further relevant info from that review, a supplemental medwatch will be filed.